Manufacturer narrative:
This event was discovered upon reading a published journal article. This record accounts for the 3 instances of non-incisional csf leak. Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
The manufacturer became aware of a literature published by lee et al.. The title of this report is "cerebrospinal fluid leaks and pseudomeningocele after posterior fossa surgery: effect of an autospray dural sealant" it was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, a new pi is being raised for the following results detailed in the article: 3 instances of non-incisional csf leak within 30 days. 8 instances of pseudomeningocele within 30 days. 1 instance of incisional csf leak within 30 days.